Manufacturer narrative:
Received an opened package containing a .035" hiwire wireguide from the hosp. In viewing the wireguide it was found to have portions of the outer jacket removed in several locations, the first location is a knick in the outer jacket 2 cm from the tip and the next begins 4.8 cm from the tip and extends 10.2 cm in length noting this segment was scraped down to the wire core with a corresponding segment of the outer jacket returned. Beyond the previous described area were surface scrapes extending 15.7 cm from the tip of the wireguide. Most likely this device has been scraped on an instrument of undetermined origin upon removal from the pt. Should add'l info become available it will be forwarded.

Event description:
Guidewire broke off in the kidney during a percutaneous nephrotomy. They were able to retrieve the portion without opening the pt. The portion was successfully removed; however, method of removal is unk. The pt is doing fine.